Event description:
It was reported that the subject had scope communication error b30. The issue occurred during procedure setup. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure due to faulty cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.